Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-49 mg/dl. Low bg cause was not known. The customer passed out and fell and they did not address the low bg. The customer also reported that they have bruising to their intercostals from their fall because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.